Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, mid right coronary artery, the lesion was pre-dilatated using a 2.0 x 12 trek, and a 2.75 x 15 trek nc without incident. A non-abbott guide catheter extension was placed and a 3.0 x12 vison stent delivery system (sds) was attempted to be advanced but could not cross the lesion. During the attempt it was noted that the proximal stent struts became flared and hung up on the guide catheter extension. The two devices were removed from the anatomy as a system without incident. It was noted that after the sds was removed from the guide catheter extension the stent had dislodged from the balloon; the guide catheter extension was cut and the stent implant was located inside. A different device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided. Return device analysis revealed that the stent implant was dislodged and was not returned. There was a tear in the distal end of the soft tip.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link rx vision stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon, consistent with the sds being advanced into the patient anatomy. The stent implant was dislodged and was not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a tear in the distal end of the soft tip. There was a bend in the hypotube 5 mm distal to the strain relief tubing. Since this damage was not reported in the incident information, the damaged tip and hypotube bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The guide catheter used during the procedure was returned. The distal end of the guide catheter was torn in three sections and completely stretched out. The dislodged stent was not located in the guide catheter. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and mildly calcified which likely contributed to the reported difficulty. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the stent interacted with the lesion during the attempt to cross, and further interaction during retraction damaged the struts, contributing to the difficulty removing the sds through the guide catheter during retraction and the stent ultimately dislodging. A review of the device lot history record revealed no nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or stent damage for this lot. There is no lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are visually inspected for stent damage and for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.